Event description:
Removal of medtronic mosaic bioprosthesis aortic valve, due to pannus formation and aortic outflow tract causing subvalvular stenosis and bradycardia, and was returned to the manufacture for analysis.